Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was also reported that the customer received multiple button alarms although the button was not stuck. After receiving the button alarm, the customer would try to interact with the pump touchscreen; however pump screen was unresponsive. There was no impact to the customer's blood glucose level. It was indicated that manual injections and insulin pens were available for back-up therapy.